Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, palpitations, shortness of breath, tingling, blurry vision, slurred speech, aphasia, numbness, chest pain, lightheadedness, sensory disturbance, weight loss, hernia, left upper quadrant pain, constipation, ovarian cyst and gerd. Concomitant products included calcium carbonate;magnesium carbonate (tums) since (B)(6) 2012, ibuprofen from february 2012 to october 2016, nitrofurantoin (macrodantin) from january 2016 to february 2016 and paracetamol (tylenol) from february 2012 to october 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and back pain ("pain back"). The patient was treated with aluminium hydroxide;magnesium hydroxide;simethicone (mylanta), nsaids, paracetamol (acetaminophen), salbutamol sulfate (albuterol) and surgery (surgical removal of coils, hysterectomy. (Full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, menorrhagia, urinary tract infection and back pain had resolved and the vaginal haemorrhage, anxiety, depression, dysmenorrhoea, fatigue, migraine, dyspareunia and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Received treatment for pain¿ back, received treatment for bleeding (menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed) and received treatment for other injuries/sympt. Insertion details- 4 coils visualized in the right and 3 on the left. Discrepant information regarding essure insertion date-previously reported (B)(6) 2012 and now in current pfs (B)(6) 2012 is given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 869760, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, palpitations, shortness of breath, tingling, blurry vision, slurred speech, aphasia, numbness, chest pain, lightheadedness, sensory disturbance, weight loss, hernia, left upper quadrant pain, constipation, ovarian cyst and gerd. Concomitant products included calcium carbonate;magnesium carbonate (tums) since (B)(6) 2012, ibuprofen from (B)(6) 2012 to (B)(6) 2016, nitrofurantoin (macrodantin) from (B)(6) 2016 to (B)(6) 2016 and paracetamol (tylenol) from 2012 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and back pain ("pain back"). The patient was treated with aluminium hydroxide;magnesium hydroxide;simeticone (mylanta), nsaids, paracetamol (acetaminophen), salbutamol sulfate (albuterol) and surgery (surgical removal of coils, hysterectomy. (Full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, menorrhagia, urinary tract infection and back pain had resolved and the vaginal haemorrhage, anxiety, depression, dysmenorrhoea, fatigue, migraine, dyspareunia and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Received treatment for pain¿ back, received treatment for bleeding (menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed) and received treatment for other injuries/sympt. Insertion details- 4 coils visualized in the right and 3 on the left. Discrepant information regarding essure insertion date-previously reported (B)(6) 2012 and now in current pfs (B)(6) 2012 is given. Patient reports that all events were resolved after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 869760, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: patient reports that all events were resolved after essure removal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, palpitations, shortness of breath, tingling, blurry vision, slurred speech, aphasia, numbness, chest pain, lightheadedness, sensory disturbance, weight loss, hernia, left upper quadrant pain, constipation and ovarian cyst. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2016, nitrofurantoin (macrodantin) from (B)(6) 2016 to (B)(6) 2016 and paracetamol (tylenol) from (B)(6) 2012 to (B)(6) 2016. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with aluminium hydroxide;magnesium hydroxide;simethicone (mylanta), salbutamol sulfate (albuterol) and surgery (surgical removal of coils, supracervical hysterectomy (uterus only)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, dysmenorrhoea, fatigue, migraine, dyspareunia and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: pfs and mr received : new events, "abnormal bleeding (vaginal, menorrhagia), fatigue, infection ¿ urinary tract infection, nausea, pain, psychological or psychiatric problems ¿ anxiety, depression, mental anguish, dysmenorrhea, dyspareunia" were added. Outcome of events, "pelvic pain, abdominal pain" were changed to "recovering". New reporter contact information was added. Patient's information was added. Patient's demographics were added. Product information was added. Onset dates of events were added. Concomitant and treatment medications were added. Medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, palpitations, shortness of breath, tingling, blurry vision, slurred speech, aphasia, numbness, chest pain, lightheadedness, sensory disturbance, weight loss, hernia, left upper quadrant pain, constipation, ovarian cyst and gerd. Concomitant products included calcium carbonate;magnesium carbonate (tums) since (B)(6) 2012, ibuprofen from (B)(6) 2012 to (B)(6) 2016, nitrofurantoin (macrodantin) from (B)(6) 2016 to (B)(6) 2016 and paracetamol (tylenol) from (B)(6) 2012 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and back pain ("pain back"). The patient was treated with aluminium hydroxide;magnesium hydroxide;simeticone (mylanta), nsaids, paracetamol (acetaminophen), salbutamol sulfate (albuterol) and surgery (surgical removal of coils, hysterectomy. (Full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, menorrhagia, urinary tract infection and back pain had resolved and the vaginal haemorrhage, anxiety, depression, dysmenorrhoea, fatigue, migraine, dyspareunia and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Received treatment for pain¿ back, received treatment for bleeding (menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed) and received treatment for other injuries/sympt. Insertion details- 4 coils visualized in the right and 3 on the left. Discrepant information regarding essure insertion date-previously reported (B)(6) 2012 and now in current pfs (B)(6) 2012 is given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 26-nov-2019: fu 4 & 5 proceeded together. Pfs received: lot no. Was added. Treatment drugs were added. Concomitant condition was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, palpitations, shortness of breath, tingling, blurry vision, slurred speech, aphasia, numbness, chest pain, lightheadedness, sensory disturbance, weight loss, hernia, left upper quadrant pain, constipation and ovarian cyst. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2016, nitrofurantoin (macrodantin) from (B)(6) 2016 to (B)(6) 2016 and paracetamol (tylenol) from (B)(6) 2012 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and back pain ("pain back"). The patient was treated with aluminium hydroxide;magnesium hydroxide;simeticone (mylanta), salbutamol sulfate (albuterol) and surgery (surgical removal of coils, hysterectomy. (Full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, menorrhagia, urinary tract infection and back pain had resolved and the vaginal haemorrhage, anxiety, depression, dysmenorrhoea, fatigue, migraine, dyspareunia and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Received treatment for pain¿ back, received treatment for bleeding (menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed) and received treatment for other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. New reporter added. Verbatim menorrhagia (heavy menstrual bleeding) added to abnormal bleeding. Outcome of the menorrhagia updated to recovered from unknown. New events pain ¿ back, gen. Abnorm. Bleed were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, palpitations, shortness of breath, tingling, blurry vision, slurred speech, aphasia, numbness, chest pain, lightheadedness, sensory disturbance, weight loss, hernia, left upper quadrant pain, constipation, ovarian cyst and gerd. Concomitant products included calcium carbonate;magnesium carbonate (tums) since (B)(6) 2012, ibuprofen from (B)(6) 2012 to (B)(6) 2016, nitrofurantoin (macrodantin) from (B)(6) 2016 to (B)(6) 2016 and paracetamol (tylenol) from (B)(6) 2012 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), nausea ("nausea") and back pain ("pain back") and was found to have weight increased ("weight gain"). The patient was treated with aluminium hydroxide;magnesium hydroxide;simeticone (mylanta), nsaids, paracetamol (acetaminophen), salbutamol sulfate (albuterol) and surgery (surgical removal of coils, hysterectomy. (Full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, menorrhagia, urinary tract infection and back pain had resolved and the vaginal haemorrhage, anxiety, depression, dysmenorrhoea, fatigue, migraine, dyspareunia, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Received treatment for pain¿ back, received treatment for bleeding (menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed) and received treatment for other injuries/sympt. Insertion details- 4 coils visualized in the right and 3 on the left. Discrepant information regarding essure insertion date-previously reported (B)(6) 2012 and now in current pfs (B)(6) 2012 is given. Patient reports that all events were resolved after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 869760 manufacture date: 2011-06 expiration date: 2014-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event¿ weight gain¿ was added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.